Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging the patient¿s one touch ping meter read inaccurately high compared to his feelings and or normal results and to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2014. The reporter stated that the alleged inaccuracy started the week of ¿(B)(6) 2014 to (B)(6) 2014¿. At an unspecified date/time, the school nurse tested the patient¿s blood glucose and obtained a result of ¿400 mg/dl¿. The patient manages his diabetes with an insulin pump and was given an increased dose of insulin (unknown dosage) by his school nurse in response to the alleged inaccurate result(s) obtained with the subject meter. The reporter stated, ¿within an hour¿, the patient developed ¿hypoglycemia¿. Immediately after, the school nurse treated the patient with ¿glucose tablets and food¿. On (B)(6) 2014 at 10:20 am, the patient¿s blood glucose was tested and he obtained a result of ¿251 mg/dl¿ with the subject meter and ¿155 mg/dl¿ with another device (ultramini), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%. The patient¿s nanny gave the patient a ¿snack and bolus¿ based on the result obtained with the other device. The patient did not develop any symptoms and did not receive any medical treatment. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The cca did walk the reporter through a control solution test and it fell within the appropriate control solution range. Replacement products were sent to the patient. This complaint is being reported because the reporter claims that the patient obtained inaccurate high readings on the subject meter,administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (06/04/2014).the lay user/patient¿s products have been returned, and were evaluated on 05/30/2014 by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.